Manufacturer narrative:
It was reported that particulate was observed in the final product. As a physical sample was not returned, a comprehensive sample evaluation could not be conducted. To support the investigation, one report containing four photographs and two charts was reviewed by the quality team. The photographs depict a particle recovered from a 50 ml falcon tube. One chart, associated with particle 1, indicates a match to cellulosic material, while the second chart, associated with particle 2, indicates a match to earwax; however, no percentage match values were provided. The probable materials identified in the charts are not associated with the syringe manufacturing process. The process is fully automated and does not involve direct handling of the units by associates. A device history record review was performed for material number (B)(4), lot number 3163953. This review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections were completed in accordance with established specification requirements. The manufacturing process is controlled, not classified. Based on the available investigation data, the customer-reported condition could not be confirmed. In the absence of a returned physical sample for evaluation, a probable root cause could not be determined.

Event description:
It is reported, syringe 30 ml, extrinsic particulate (cerumen - earwax) observed in final product. No patient harm.